Event description:
The lay user/patient contacted lifescan and alleged that the release button on her penlet plus lancing device was broken. The pt was not able to test her blood glucose due to the lancing device issue for 4 days. She was not experiencing any symptoms during this time. She had continued to take her set amount of insulin and oral medications. In 2005, she went to the emergency room to have her blood glucose level checked. The ER meter result was 79 mg/dl and she was not given any medical treatment. However, she was advised to call lifescan to report the "broken lancing penlet". At the time of troubleshooting, it was verified that this was not a new product. The patient's technique for sample collection was reviewed and it was determined that the patient was using the product according to the instructions. A replacement lancing device was sent to the lay user/patient.